Manufacturer narrative:
Image analysis review: a screen shot of a film clip was received for analysis. A stent is visible being deployed inside a previously deployed stent. The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 80-90% stenosis located in the left main (lm) coronary artery - left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated using a poba. It was reported that the stent dislodged into the lm during delivery to the lesion. It was felt that there was a high risk of a dissection of the lm if an attempt was made to remove the stent therefore a nc balloon was used to inflate the stent and another stent was implanted to cover the dislodged stent. It was stated that the physician felt that the dislodgement may have occurred due to the calcification of the lesion. The patient was reported to be alive with no further injury.